Event description:
It was reported that the bd ultra-fine¿ 3/10ml insulin syringes the drug solution could not be aspirated. The following information was provided by the initial reporter translated from japanese: the report from the customer (animal clinic) is that the drug solution could not be aspirated with the complaint product.

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.